Event description:
A nurse attempted to insert a catheter and the patient complained of extreme pain at attempt so the nurse stopped. A second nurse also attempted an IV start with the same lot number of product. Again, the patient complained the IV needle hurt more than normal. The remainder of the lot number of this product was removed from stock. Nurse indicated that the catheter tip seemed "blunt ended." Sales representative contacted and will pick up the specific lot supply that was removed from inventory and manufacturer will conduct an investigation.